Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.

Event description:
At an unspecified time following implant of a veritas collagen matrix patch for breast reconstructive surgery on an unspecified breast, the patient developed redness of the breast. It was noted that there was no necrosis of the breast flap. The patient was administered cipro, but developed a reaction to the antibiotic and was given another unspecified antibiotic to which she responded well. No other intervention aside from antibiotic administration was provided. The patient status is doing well.